Manufacturer narrative:
Unit received with constant drive count/time values or changes incorrect for moving or coasting. Too slow or too fast during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor due to constant drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant p drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarm. Customer stated that they were unable to clear the alarm but were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.